Event description:
It was reported that the insulin pump alarmed motor error. No further information.

Manufacturer narrative:
Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force sensor resister damage by moisture. The motor was found with corrosion damage. Device was received with cracked case at display window corners and battery tube threads. Device was received with minor scratched display window.